Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID tm90p01 (serial: unknown); product type: 0001-accessory; section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va33da6); product type: 0200-lead; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they are very disappointed the communicator does not hold a charge. The patient stated they charged it yesterday afternoon, and already this morning it won't locate the device because it says it needs charging again. Unable to perform troubleshooting or check battery level on the communicator since the patient wasn't home and didn't have the equipment with them. The patient added they may need to get an MRI because they've been having back pain. Agent asked if this is related to the implant and patient stated it could be, and they're trying to find that out. They mentioned they're scheduled to follow-up with hcp tomorrow; they called them and told them they were in excruciating pain when they bent over, they couldn't straighten up and it's all in the area where the implant is; they may send them for some x-rays because they think they felt the wire yesterday, and they also felt the battery and to them it's like it floated up; they don't know how deep they implanted it, they were hoping it was 4 inches, but maybe they don't have as much fat as they thought there. The patient was redirected to their healthcare provider to further address the issue. Outbound communication notes: patint reported they've been having back pain. They were in excruciating pain when they bend over, they couldn't straighten up, and it's all in the area where the implant is. They think it might have moved because they can feel the battery and they think they can feel the wire. Redirected to hcp to further address the issue.

Event description:
On 2025-dec-15 additional information was received from the patient. They reported that they saw their doctor right away about this issue. They stated there was no issue. They had been adjusting their device as necessary and will be seeing their doctor again in january. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID tm90p01, serial# unknown, product type: accessory. Product ID 978b128, lot# va33da6, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.